Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient and husband reported that the user experienced fluctuation in blood glucose (bg ranging from40 mg/dl to 400 mg/dl with excursions lasting over 90 minutes. The user treated with fast-acting carbs with her husband's assistance due to the patient¿s memory issues. Hyperglycemia was corrected by ilet correction bolus. No hospitalization or emergency medical intervention was required. No long-term health effects were reported.